Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat an infected pancreatic collection during a procedure performed on an unknown date. According to the complainant, the patient presented with vomiting on (B)(6) 2017, and was treated with an IV anti-emetic. On (B)(6) 2017, the patient underwent a third necrosectomy procedure. During the necrosectomy, it was noted that the axios stent had migrated into the patient's duodenum. The axios stent was removed from the patient with forceps. The necrosectomy of the collection was successfully completed without the axios stent in place, and another axios stent was implanted with the intention of performing another procedure a few days later. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.